Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance readings during a routine office visit. The physician ordered x-rays and could not see any obvious lead breaks. There have not been any reports of pt adverse events. The pt's son did jump on the pt's chest several times; however, it is unk to what extent this contributed to the high lead impedance readings. The physician programmed the pt off and sent a copy of the x-rays to the MFR for review. The serial numbers and mode # of lead implanted in the pt are unk. During the review of the x-rays, no gross fractures or acute angles were noted, and the lead wires appeared intact at the connector pins. The presence of a strain relief bend and the absence of a strain relief loop were noted. It is currently unk whether or not the pt will be referred for revision surgery.